Event description:
It was initially reported that "the tip for the curved microdebrider, did not come during use but was noted to be loose when it wasn¿t shaving effectively." In follow-up, the problem was described as follows: "during endoscopic sinus surgery, the tip broke off while the rad 40 was in use...the blade was not effectively working, (B)(6) removed the device from the nostril and noticed that the tip was broken." Photos of the device indicate that at some point during the procedure the tip broke off. Another blade was used to complete the procedure, and there is no report or evidence of patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been received for product analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis states, ¿the condition of the device showed customer use as there was presence of contaminants on the outer shaft. From visual evaluation, the middle tube spiral wrap assembly was broken close to the tip, causing the detachment / separation of the tip from the device. The blade teeth on the inner and middle tubes were observed and appeared to be free of damage. The spiral wrap breakage near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to its breakage. There were no damages observed that could be attributed to device manufacturing. Method: actual device evaluated, visual inspection. Results: stress problem. Conclusion: operational context caused or contributed to event.